Event description:
On (B)(6) 2011, the lay-user/patient's wife contacted lifescan (lfs) to report experiencing 2 events of inaccurate high issues with her husband's one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that both comparisons with the subject meter were done an unspecified day at the end of (B)(6) 2011. The reporter stated that he obtained a result of "321 mg/dl" on the subject meter, and a "226 mg/dl" on a hospital meter, done within 30 minutes of each other. He also reported that a second comparison was done and obtained a result of "251 mg/dl" on the subject meter, and "226 mg/dl" on a hospital meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient informed this mss that he had been in the hospital for a total of 6 weeks due to a cardiac arrest. The patient stated that his wife checks his glucose 4x/day and takes oral medications and insulin to manage his diabetes. In response to the alleged issue with the subject meter, the patient reported that he does not know what if any changes were made to his usual treatment because he was taken care of by nurses. On (B)(6) 2011 at 4:10pm, he was at home and claimed that his wife found him laying on the floor unconscious, completely passed out, drenched in sweat, in a diabetic coma and having a seizure. He was unable to recall what kind of glucose results he was getting at that time. Reportedly emergency medical service was called out immediately, they tested the patient's glucose with the ambulance meter and obtained a result of "under 20 mg/dl" and at 4:15 pm treated him with a glucagon injection. During the initial call with customer service, the cca noted that the patient was using the correct unit of measure in the meter, an approved sample site, correct testing technique and unexpired strips. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. This complaint is being reported because the patient's wife claims he obtained inaccurate high readings on the subject meter, reportedly developed symptoms suggestive of severe hypoglycemia and received medical intervention from a health care professional after the alleged meter issue began.

Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.